Event description:
It was reported that during implant, defibrillation threshold (dft) testing failed with maximum energy delivered. Air in the pocket and mediastinal space was suspected. Approximately three weeks later following a healing period, dft testing was attempted again, but failed a second time. The device pocket was modified and placed more caudal and more anterior. The extravascular implantable cardioverter defibrillator (ev-ICD) system remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: dvea3e4 ((B)(6)); product type: 0235-ICD; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that dft retesting which occurred during the system modification was successful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.